Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. Based on technician statement, the issue was not reproduced on-site. No technical error or pre-use check failure indicating the malfunction of the ventilator was observed. Review of the device's logs confirms occurrence of alarms such as respiratory rate high, peep low, o2 concentration low, airway pressure high, expiratory minute volume low, during ventilation after last successful pre-use check. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. These alarms indicate problems with the patient circuit (possible leakage, blockages, bad position, or kinked tubing), which can lead either insufficient ventilation for the patient or no ventilation. The cause of the alarms has not been conclusively determined. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit or leakage, but there was no technical malfunction of the ventilator. The cause of the issue has not been established.

Event description:
It was reported that the ventilator did not keep parameters. There was no patient harm. Manufacturer's ref. #: (B)(4).